Event description:
It was reported that while the patient slept she placed her arm above her shoulder and experienced shocking. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the vent was a localized superficial infection at the implantable neurostimulator (ins) surgical site 2-3 weeks after the implant. No surgical intervention occurred. Oral antibiotics were given. On (B)(6) 2012 the patient's device was reprogrammed and the patient had excellent coverage of painful areas. Symptoms related to the event include slight skin redness and tenderness of the surgical site in the buttock area. No hospitalization was required due to the event.

Manufacturer narrative:
Product ID 3778-60, lot# v971252022, implanted: 2012 (B)(6), product type lead, product ID 3778-60, lot# v934969026, implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n311356, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).